Event description:
It was reported that this right atrial (ra) lead exhibited low intrinsic amplitude measurements due to a possible dislodgement. Boston scientific technical services (ts) made reprogramming suggestions. No adverse patient effects were reported.